Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an implant procedure on (B)(6) 2019 and a cerebrospinal fluid leak occurred when attempting to place the l5 lead. There was clear discharge visible and the patient had a headache. A blood patch was performed and the csf leak was resolved.